Manufacturer narrative:
This report is filed january 6, 2015.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection. Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2014.